Event description:
Medication (heparin 25,000 units/ 250 cc of normal saline) bag hung and threaded through the machine. The door closed and infusion was started. No alarm sounded, alerting rn with a problem with the system. Rate set at 5cc/hr. However, within half an hour the pt received the entire drug dosage in the bag.